Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) for an extended period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per hospital policy.